Event description:
It was reported that the patient presented in-hospital, complaining of chest pain. Upon interrogation, high capture threshold and loss of capture were found. Perforation was observed via CT scan. Lead was explanted and replaced. Patient was discharged on (B)(6) 2012 with a slight fever.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.